Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using pod6. During the procedure, while attempting to advance a pod6 through a non-penumbra microcatheter, the pod6 unintentionally detached in the microcatheter. The physician then removed the microcatheter with the detached pod6 inside. The procedure was completed using a non-penumbra coils and microcatheter. There was no report of an adverse effect to the patient.